Event description:
Following pt insufflation with single use veress needle made by surgeon's assistant, main surgeon inserted co's applied safety trocar ref: c0638 at approx. 7cm left to the navel, by pressing the trocar twice. Just after trocar introduction, anesthetics nurse informed of an immediate major blood pressure decrease. Main surgeon then reinstalled the veress needle and inserted a 12mm reusable trocar at navel level to enter the rigid scope. Observing major bleeding the main surgeon decided to convert to laparotomy, as the aorta was damaged. The surgeon suspected device trocar ref c0638.